Event description:
Varian discovered during in-house testing that when an omni wedge plan exported from eclipse with an elekta emulator, the second segment of the plan which should be an open segment, is delivered with motor wedge in. Varian has been informed by elekta engineering that the second control point in the dicom export file should have wedge position value "out", while currently eclipse export sets it to "in." It was determined that if the event occurred during pt treatment, it would cause an under dosage for the pt.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction should ir recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.